Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, g3, g6, h1, h2, h3 and h6. As reported, the display window of a 5f exoseal vascular closure device (vcd) never fully darkened and showed blank spots. After plug release, it deployed subcutaneously and protruded through the skin. Hemostasis was achieved by compression. There was no reported patient injury. The operator was trained, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). No device or package damage was noted prior to use. The device was used in an angiography procedure. The procedure was performed using a retrograde approach. A non-cordis sheath was used. The femoral artery¿s suitability was confirmed on angiography, with the vessel diameter =5 mm, no calcium, plaque, stenosis >50%, hematoma, stent, arteriovenous fistula, pseudoaneurysm, or recent closure device. There were no difficulties connecting the sheath to the exoseal vcd. The indicator wire cowling locked, an audible click was heard, and pulsatile flow was observed. The device and sheath were retracted together until bleed back slowed or stopped, and the deployment button was fully depressed before removal. The physician did not keep their thumb on the button during retraction, and the indicator window did not show red. The device and sheath were removed as a unit 1¿2 seconds after deployment. The indicator wire was not visible, and no loop was deployed or showing upon removal. The patient was normal afterward. The device will be returned for analysis. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator, deployment lever (button) inaccurate deployment at white/black position, and plug inaccurate placement¿ was not observed through analysis of the returned device since the device achieved full window transition and successful deployment during analysis. In addition, the reported event stated the plug was deployed subcutaneously, however, the device was received with the plug in manufacturing position. The exact cause of the issue experienced could not be conclusively determined during analysis since the device was received does not match the event reported. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the display window of a 5f exoseal vascular closure device (vcd) never fully darkened and showed blank spots. After plug release, it deployed subcutaneously and protruded through the skin. Hemostasis was achieved by compression. There was no reported patient injury. The operator was trained, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). No device or package damage was noted prior to use. The device was used in an angiography procedure. The procedure was performed using a retrograde approach. A non-cordis sheath was used. The femoral artery¿s suitability was confirmed on angiography, with the vessel diameter =5 mm, no calcium, plaque, stenosis >50%, hematoma, stent, arteriovenous fistula, pseudoaneurysm, or recent closure device. There were no difficulties connecting the sheath to the exoseal vcd. The indicator wire cowling locked, an audible click was heard, and pulsatile flow was observed. The device and sheath were retracted together until bleed back slowed or stopped, and the deployment button was fully depressed before removal. The physician did not keep their thumb on the button during retraction, and the indicator window did not show red. The device and sheath were removed as a unit 1¿2 seconds after deployment. The indicator wire was not visible, and no loop was deployed or showing upon removal. The patient was normal afterward. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the display window of a 5f exoseal vascular closure device (vcd) never fully darkened and showed blank spots. After plug release, it deployed subcutaneously and protruded through the skin. There was no reported patient injury. The device was used in an angiography procedure. Additional information was requested but not provided. The device will be returned for analysis.